Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive, single board computer upgrade kit, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system cine playback would not work properly during a case. The procedure was completed without incident. No pt injury was reported.